Event description:
It was reported that right ventricular (rv) and right atrial (ra) leads dislodged. Dislodged leads were discovered by x-ray. Loss of sensing and loss of capture were also noted. Both leads were explanted and replaced. The patient is in stable condition.